Event description:
Patient was revised to address femoral stem loosening and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The reported devices were not returned to depuy for examination. A search of the complaints databases finds no other reports of femoral loosening or osteolysis against any of the provided product and lot code combinations since their release to distribution. The investigation could draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.